Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, when the button "1" is pressed the touchscreen does not respond. The pump is unable to be unlocked. Customer's blood glucose level was 215 mg/dl.